Event description:
It was reported that the asymptomatic patient presented to the operating room for a device change out. During procedure, breach in insulation at the proximal end of the right ventricular lead was observed. No electrical anomalies were observed as a result of the insulation anomaly. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.